Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient had a health-related question regarding back/spine ¿stimulation therapy for chronic pain.¿ information was requested regarding whether the patient¿s pump had been recalled. It was indicated that the patient was on a ¿need to know basis. It was stated that one was implanted in the patient and they had had some falls. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s current pump did not work as well as the last pump starting in (B)(6). It was noted that the 20 ml pump worked well and the patient never fell or had spasticity. It was stated that the patient was ¿shaking and baking¿ and was having leg jerks with the 40 ml pump. The patient had leg jerks and restless legs that they never had before and the patient had been falling. It was stated that the patient thought the 40 ml pump was too big. It was noted that the patient wanted the pump removed. No further complications were reported.